Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Evaluation found tear at the middle of catheter shaft. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be user related (eg: rough handling, use of sharp object), operator error, mechanical failure. A review of the device labeling have been conducted for investigation purposed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter broke. The patient had dementia. But did not know if the catheter was touched by the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter broke. The patient had dementia. But didn't know if the catheter was touched by the patient.